Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator reached mid life after one and a half years of implant. The local area sales representative reported this as suspected early battery depletion. The most recent monitoirng voltage measurement was 2.70 volts. The technical services consultant did not reccommend any change in folllow up for this device, but did indicate that the battery behavior was an anomaly. There were no reported adverse patient effects associated with the clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians determined that this device did experience shortened longevity, however the cause of the battery depletion could not be determined as the device operated normal throughout the analysis. No root cause could be established through analysis and testing.

Manufacturer narrative:
To date, information suggests that this medical device remains actively implanted, without further issue. If new information becomes available, this report will be further evaluated and updated. Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.